Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, non-sustained oversensing was observed. Review of egm showed intermittent noise. X-ray revealed externalized conductors. Lead was capped and replaced. Patient condition was fine.